Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient in ed due to inappropriate shocks from oversensing on this rv lead. Upon interrogation, the rv lead impedance was >3000 ohms. The pace sense portion of the lead was capped and a new pace sense rv lead was implanted. The shock coils on this rv lead are still active. Should additional information be received, this file will be updated.